Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During the procedure, blood was leaking from the port on the sheath. The introducer was replaced and the issue was resolved. The procedure was completed successfully. There were no adverse consequences to the patient.